Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and capsular contracture baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, capsular contracture baker grade unknown and rupture.

Event description:
Patient reported right side rupture, ¿enlarged lymph nodes,¿ capsular contracture, baker grade unknown, and ¿fatigue among other things.¿ the device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, g1, h6.

Event description:
The device has been explanted.

Event description:
Patient reported right side rupture, ¿enlarged lymph nodes,¿ capsular contracture, baker grade unknown, and ¿fatigue among other things¿ confirmed via diagnostics. Healthcare professional confirmed events and provided baker grade ii for the capsular contracture. The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified black particles material was found on the shell and red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. Correct reason for reoperation: MRI shows "rupture", "enlarged lymph nodes", and capsular contracture, baker grade unspecified.

Event description:
Healthcare professional reported capsular contracture baker grade ii. The device has been explanted.